Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation (a fib) using a polarx catheter they encountered a blood detection error. All ablations had been completed and a post map had been performed. They were doing a final check for flutter when the system displayed a blood detection error. They withdrew the catheter at the time. No replacement or troubleshooting was required as the a fib treatment portion of the procedure had been completed. It is unknown if there was visible blood in the balloon. The procedure was completed without patient complications. The catheter is expected to be returned.